Event description:
Report 2 of 2: it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate in a clinical trial, 1 patient sample exhibited poor barrier separation after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 60 retained samples were visually inspected, with no issues being identified. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing was performed. Factors that may contribute to poor separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed demonstrated distinct layers as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed with respect to poor separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate in a clinical trial, 1 patient sample exhibited poor barrier separation after processing. There was no health impact or consequences reported.